Event description:
A cartridge alarm was reported during the pump's loading process. The customer's blood glucose level was reportedly not affected, remaining below 500 mg/dl. Technical support assisted with loading a new cartridge, but the alarm persisted, so a replacement pump was arranged. The customer will use multiple daily injections as a backup therapy until the pump is replaced, which is covered by warranty. The customer was advised to send the faulty pump back using a pre-paid label.